Event description:
It was reported that at follow-up, an insulation break was observed via x-ray. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received states when the patient presented to the clinic for the device reaching elective replacement indicator, the lead was capped and replaced due to insulation break. The patient condition is stable.